Manufacturer narrative:
A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with diffuse lamellar keratitis (dlk) in the right eye(od) at post treatment. The surgery center noted dlk inflammation in the od and the patient not taking the prednisolone drops. Oral steroid (medrol dose pack) was prescribed and topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient reported the symptoms are not interfering with daily activities. The patient was rescheduled to come in on (B)(6) 2018 for a follow up and potential flap lift. The patient declined and rescheduled despite optometrist¿s best recommendations. Bcva from (B)(6) 2018: right eye pre-op 20/20 -4.25 x -.25 x 25, left eye pre-op 20/20 -4.50 x .00 x 90.